Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient complained of an additional pain. The physician prescribed injections.